Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 1.4, and 3.6, time between testing: (one minute). Patient's therapeutic range: 2-3. Customer's operational technique: customer milks the finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Investigation: discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: (1.4, 3.6), mean: 2.5, sd: 1.56, %cv: 62.23, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. User reported milking the finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warning, "do no use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. This may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 276743. Test results as follows: donor: 1 inratio results: (1.9, 1.7, 1.6), reference: 1.67, bias threshold: (1.17 - 2.17), %cv: 8.81. Donor: 2, inratio results: (1.7, 1.9, 1.9 0, reference: 2.08, bias threshold: (1.08 - 3.08), %cv: 6.30. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: review of complaint found customer's improper operational technique may be the cause of unexpected results. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. No product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, (B)(4). Due to low occurrence rate, below the action thresholds monitored by quality assurance for corrective action ((B)(4)), no further action is required at this time. No corrective action required at this time as no product deficiency was established.